Manufacturer narrative:
The suspect medical device has not yet been returned to olympus for evaluation/investigation. Therefore, the exact cause of the user's experience and the reported phenomenon could not be determined and is being judged as unknown. However, if the suspect medical device is returned for evaluation/investigation or additional significant information becomes available, this report will be updated.

Event description:
Olympus was informed that after an unspecified procedure it was noticed that a fragment of about 1-2mm of the ceramic insulation at the distal end of the hf hook electrode had broken off during the procedure and fallen into the patient. Since this was only noticed after the procedure, the fragment may have remained inside the patient. No further information was provided but there was no report about and adverse event or patient injury.

Manufacturer narrative:
Device evaluation: the suspect medical device was returned to the manufacturer for evaluation/investigation. However, the exact cause of the reported event could not be conclusively determined. Based on its lot number, the electrode was manufactured in october 2019. The electrodes are designed for 400 cycles, which is approximately equivalent to two years of use. As a result, it is possible that the electrode was used longer than the service life it was tested for. It would also be conceivable that there was pre-existing damage due to improper handling during reprocessing. A material or quality problem can be excluded since a manufacturing and quality control review was performed for the affected lot number of the hf resection electrode without showing any abnormalities. The case will be closed on olympus side with no further actions. However, the reported phenomenon will be recorded for trending and surveillance purposes and the user will be informed about the investigation results.